Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four additional proglide devices referenced in b5 are filed under separate medwatch report numbers.na

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was achieved with a proglide device using the pre-close technique via a 4f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, two other proglide sutures were attempted to be pre-placed prior to the procedure; however, there was no suture with plunger removal for both devices. The sheath was upsized to 18f. After the tavr procedure, the one pre-placed proglide suture did not achieve hemostasis. An additional proglide was used with no suture seen during plunger removal. Another proglide was added and the two sutures achieved hemostasis. There was an issue with the groin; no pulse was found in the lcfa. An angiogram was performed from the right common femoral artery (rcfa) via a 6f and 7f sheath; a clot was found in the lcfa. The vessel was incised. A fogarty catheter was used to remove the clot and a patch closed the incision. There was a clinically significant delay reported and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of thrombosis and vascular injury (tissue damage) are listed as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.